Event description:
A malfunction was reported on a pump by the caller. There was no reported adverse impact to the customer. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappeared and confirmed understanding of these instructions.